Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa blood glucose results of 170 mg/dl and 89 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.